Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy.